Event description:
28mm cardioseal septal occluder was inserted into the patient but would not deploy freely. The device was removed and replaced by a new device which functioned correctly. No harm to patient other than delay of procedure.